Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced a difficult percutaneous tracheostomy insertion. They felt that the single stage dilator did not have it's "usual hydrophilic coating on it". The insertion required separate lubrication to facilitate proper insertion. No injury or adverse effects reported.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.